Manufacturer narrative:
Correction: describe event or problem: it was reported that six bd plastipack¿ syringes had "white particles" in the plunger. Investigation summary: device history records, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect were observed. Investigation conclusion: the samples sent by the customer were verified and it was possible to observe foreign matter ¿ plastic residue. Bd foreign matter evaluation procedure identified nine samples at level 1, 10 samples at level 2 and 18 samples at level 3 in size ranking. Root cause description: the potential root cause for the foreign matter incident is associated with the assembly process. Rationale: the incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that six bd plastipack¿ syringes had "white particles" in the plunger.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8225654; medical device expiration date: 2023-08-31; device manufacture date: 2018-08-13. Medical device lot #: 7362892; medical device expiration date: 2022-12-31; device manufacture date: 2017-12-28. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipack¿ syringes had "white particles" in the plunger.